Manufacturer narrative:
Additional information: d9, g3, h6. Complaint allegation is not confirmed. Visual evaluation identified that the driver was returned without implant, and sutures. No broken pieces of the implant were returned for investigation. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/06/2023, it was reported by an arthrex subsidiary employee via email that an ar-1920sf corkscrew anchor broke. This was discovered during a right knee arthroscopy and clean-up procedure on 4//11/2023. The case was completed by removing all broken fragments and using another ar-1920sf corkscrew. Additional information was received on 11/20/2023: the case was delayed for fifteen minutes, but no additional anesthesia was needed. The patient suffered no negative effects on or after the surgery.